Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the belt failed incoming testing. The cause was a pinch wire in the distribution node (dn). The cause of the pinched wire was a pulled front t therapy electrode (te) cable. The front te cable was pulled from strain relief. The root cause of the pulled cable was unable to be positively identified, but was likely excessive force placed on the cable. No adverse event resulted from the defective belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt failed incoming testing. The last pt to use this belt did not report any deficiencies.